Event description:
The patient reported that he had a "bad battery" and wondered why the battery would "go dead so fast?" The patient also reported the device was making a "tone" for about five weeks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.